Manufacturer narrative:
The lot was manufactured from april 25, 2019 - april 26, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of a large volume infusor downstream from the filter. This was identified prior to patient use. There was no patient involvement. No additional information is available.